Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege swelling, severe pain and a pinching sensation in her left hip which gets worse if she stands, walks or sits for a long time.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, explant date, date received by manufacturer, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Event description:
Litigation papers allege swelling, severe pain and a pinching sensation in her left hip which gets worse if she stands, walks or sits for a long time. Update - (B)(4) 2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information and date of revision. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.